Manufacturer narrative:
Date of event and therapy date are estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-33358. It was reported that patient experienced inadequate coverage/ following a fall around 4 months ago (approximately (B)(6) 2020). Diagnostics revealed impedance issues. As such, surgical intervention may take place at a later date to address the issue.

Event description:
New information received states that the right lead had invalid impedance issue. Upon x-ray review both leads migrated. Both leads were explanted, and new leads were implanted. Effective therapy was restored post procedure. Patient was stable.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.